Manufacturer narrative:
Evaluation summary: it was due to the suction button worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The suction button was damaged.the scope could not be used normally.